Event description:
It was reported that the health care professional (hcp) had called in questioning about drop in r-wave which resulted in undersensing and inappropriate pacing on this pacemaker device. It was noted that this device recorded a signal artifact monitor (sam) episode and during the same time the patient was not feeling well. Technical services (ts) reviewed the data and stated that the sam episode was due to artifact related to the minute ventilation (mv) feature signal on the right atrial (ra) channel and right ventricular (rv) channel. The minute ventilation (mv) feature was deactivated by the signal artifact monitor. The ra lead pacing impedance measurements were measuring greater than 3000 ohms. Ts suspected that the noise on both ra and rv lead could be due to electromagnetic interference (emi). The ra lead also exhibited decrease in intrinsic amplitudes. Ts recommended to evaluate both leads for evidence of mechanical lead failure. This device remains in service. No adverse patient effects were reported.